Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 19.3 mmol/l, 13.7 mmol/l, 7.4 mmol/l, and 8.7 mmol/l. Customer has mixed up tests strips from different vials ; when two or three test strips are left in the vial he opens a new vial and inserts the few remaining in the new one. No actions taken based on device results. No adverse event reported. Requested return of suspect device.